Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Rep reported a left hip surgery due to a loose acetabular component.

Manufacturer narrative:
Corrected data: device manufacturing date is unknown. Device information was not provided. An event regarding loosening involving unknown shell was reported. The event was confirmed. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "after thirty years in situ, wear of the poly insert available at that time is not unexpected, resulting in osteolysis and acetabular loosening. There is no evidence that factors of faulty implant design, manufacturing or materials of components available in 1986 were responsible for this late clinical situation." Conclusions: as per provided medical assessment it is concluded that after thirty years in situ, wear of the poly insert available at that time is not unexpected, resulting in osteolysis and acetabular loosening. There is no evidence that factors of faulty implant design, manufacturing or materials of components available in 1986 were responsible for this late clinical situation. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Rep reported a left hip surgery due to a loose acetabular component.